Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2008. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The unintended use error caused or contributed to event investigation conclusion code was selected based on the analysis finding of induced inner insulation damage. The observed damage is not deemed to indicate a product defect or malfunction. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurements of 2500 ohms and an increased threshold to 1.8v at 1.5ms; a lead fracture was suspected. Manual traction was being performed as the cutting tool was being utilized, and the inner lumen pulled out of the lead while it was still attached to the rv heart muscle. The physician attempted to snare the insulation portion of the rv lead with access from the groin but the right atrial (ra) lead was noted to be attached to rv lead. Removal of the rv lead parts was unsuccessful. The rv lead body insulation and lead tip were abandoned in the patient. The ra lead also became damaged upon extraction, with the lead tip remaining in the atrium. New rv and ra leads were implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance of 2500 ohms and an increased threshold to 1.8 at 1.5 due to breakage or fractured. While doing the manual traction was being performed as the cutting tool was being utilized, the inner lumen pulled out of the lead while being attached to the rv muscle. Attempted to snare the insulation portion of the rv lead from the groin in the right atrial (ra) lead was noted to be attached to rv lead. Removal of the ra lead parts was unsuccessful. The rv lead body insulation and lead tip was abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The unintended use error caused or contributed to event investigation conclusion code was selected based on the analysis finding of induced inner insulation damage. The observed damage is not deemed to indicate a product defect or malfunction. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance of 2500 ohms and an increased threshold to 1.8 at 1.5 due to breakage or fractured. While doing the manual traction was being performed as the cutting tool was being utilized, the inner lumen pulled out of the lead while being attached to the rv muscle. Attempted to snare the insulation portion of the rv lead from the groin in the right atrial (ra) lead was noted to be attached to rv lead. Removal of the ra lead parts was unsuccessful. The rv lead body insulation and lead tip was abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2008. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The unintended use error caused or contributed to event investigation conclusion code was selected based on the analysis finding of induced inner insulation damage. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurements of (B)(6) and an increased threshold to (B)(6); a lead fracture was suspected. Manual traction was being performed as the cutting tool was being utilized, and the inner lumen pulled out of the lead while it was still attached to the rv heart muscle. The physician attempted to snare the insulation portion of the rv lead with access from the groin but the right atrial (ra) lead was noted to be attached to rv lead. Removal of the rv lead parts was unsuccessful. The rv lead body insulation and lead tip were abandoned in the patient. The ra lead also became damaged upon extraction, with the lead tip remaining in the atrium. New rv and ra leads were implanted. No additional adverse patient effects were reported.